Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm post error was recorded in history. During analysis, the primary audible alarm post error was unable to be duplicated at power up. Service replaced speaker for preventive measure. Performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm error code. No patient was involved in this event. No adverse effects were reported.